Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2023-02-06. The pt reported that the cause of the stimulation turning off by itself was due to the battery getting below 30%. They now keep the battery above 30% and the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reports his stimulator shuts itself off and at times when charging ins sometimes screen will turn white and wont do anything until pull battery out to do a reset. Pt states not aware if adaptive stim is programmed or cycling and doesn't recognize this. Pt states happened several times where he has to turn stimulation back on. Pt states charges twice daily and will wake up when ins is low below 30%. Pt states his ins is at 80% and the controller is at 100%. Pt states these are random moments when the stimulation turns off. Pt states will turn on stim in the morning and will be at 10% and is in the red and needs charging. Pt states when ins gets to 30% the ins is low and stops providing stimulation. Pt states he has not had any changes to the therapy. Pss reviewed to charge in the am and at night so that the ins is not low. Pss reviewed to reset controller and after reset confirmed blinking green light. The issue was not resolved. Pss reviewed to monitor when the stim turns off if the ins is low and that would be normal for the ins to turn off. Pt was not aware that the stimulation would turn off at 30%. Pt will monitor this and call hcp if needed. Pss made outbound call to confirm hcp. Pt states dr. Chad ermis is his hcp who manages the pain. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.